Event description:
A us distributor reported that a patient was experiencing adjust belt messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt messages) have been confirmed. Upon investigation the electrode belt failed a falloff test. The ECG "b" cable was intermittent. The root cause for intermittent cable was unable to be positively identified. No adverse event resulted from the damaged electrode belt.